Manufacturer narrative:
Stn#: (B)(4). Investigation: the disposable set was not returned for investigation. The retention samples from this lot were visually examined and used to test the solution volume and composition. No abnormalities were found. Filtering with water was tested on five retention samples from this lot. The water did not flow back or pass beyond the valve in each sample. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. Blood bags are 100% leak tested during line assembly, prior to sterilization. The criteria for the leak test are prescribed for not allowing blood to pass over the one-way valve, even if the blood flows back into the bypass line. There were no deviating events in the manufacturing records related to such incidents. There have been no other similar complaints against this production lot number. Root cause: a definitive root cause for this failure could not be determined. It is possible that a manufacturing defect could have caused the blood to flow backward by pressure from the blood in the donation bag during filtration, however, without the return of the set, this cannot be confirmed.

Event description:
The customer reported that they suspected the potential of non-leukoreduced blood in the filtration bag of a filtered red blood cell (rbc) unit from a whole blood collection. They stated that blood was seen past the one-way check valve on the bypass line. There was not a transfusion recipient or patient involved at the time of the rbc filtration,therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.